Event description:
Patient reports having severe reflux. The band removed in (B)(6) 2013 due to severe gastric reflux. The device was placed in 2008. She states the band has been empty for several years to help with the reflux. She has had weight loss.

Manufacturer narrative:
(B)(4). Information unavailable.